Event description:
Healthcare professional reported right side capsular contracture, baker grade I, multiple cystic formations, and intracapsular rupture via MRI. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device no additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.